Event description:
It was reported by service report that the bed's foot left side rail was broken and stuck in the down position. It is unk if there was pt involvement, however, no adverse consequences are reported.

Manufacturer narrative:
Results - siderail